Event description:
On 01/17/2025 it was reported to schiller ag that the pb-1000 which was used in a host system in a cath lab seem to have malfunctionned. Upon multiple ECG resets, lead ii remained a flat line.

Event description:
On (B)(6) 2025 it was reported to schiller ag that the pb-1000 which was used in a host system in a cath lab seem to have malfunctionned. Upon multiple ECG resets, lead ii remained a flat line.